Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under all three of the therapy electrodes. The irritation was bumpy and red and the patient indicated possible scarring. The patient's physician prescribed two creams for the irritation. After using the creams, the irritation has improved.